Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly developed a skin flap infection at the incision site. The recipient was prescribed oral antibiotic (augmentin 400 mg/57 mg/5 ml suspension) for four weeks. The recipient was instructed to discontinue the use of the device for four days. The infection has reportedly improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of the device history record noted no rework.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.